Event description:
It was reported that the lead was difficult to insert into the pulse generators header. The lead was implanted but at the recovery check the physician noted an issue and opened the pocket. A new device was placed and the atrial lead was difficult to insert, silicone oil was used and lead was inserted, all values were good. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.